Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump monitored in 50c oven for several days and no external ram error alarm or watchdog timeout alarm noted during testing. The insulin pump passed the unexpected restart error test. No unexpected restart alarm noted during testing. However, history check failed alarm found in the alarm history file due to corrupted history file. The reservoir tube lip and o-ring still intact on the reservoir compartment noted during testing. The insulin pump was received with cracked reservoir tube lip, scratched case, scratched reservoir tube window and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer reported that the insulin pump had crack on the reservoir compartment. The customer's blood glucose was 448 mg/dl at the time of incident. The customer's blood glucose was 265 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were unable to troubleshoot for the no delivery alarm at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.